Manufacturer narrative:
This medwatch report is for one potential suspect device used, as the customer is unsure of which system she was using. Reference medwatch report is for the other potential suspect device used.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 200 mg/dl back to back with a result of 60 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated she self-treated with crackers and a sweet drink. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she no longer has the strips used, and so no product will be returned for evaluation.